Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash across his back under the lifevest. The irritation was described as red, bumpy, and itchy. The patient's doctor instructed the patient to take allegra, benadryl, and prednisone in order to address the irritation. After using the allegra and prednisone, the patient stated that the irritation improved.